Manufacturer narrative:
The device was returned to olympus medical for service. During testing, the reported flow problem was confirmed. The issue was caused by foreign material in the air/water nozzle. In addition, the suction cylinder was shaved; due to handling. The paint on the suction cylinder was peeling; due to handling. Water removal ability and water and air supply volume did not meet the standard; due to clogging of the nozzle. Angulation in the up direction did not meet the standard and the play of the up/down knob was out of standard; due to the angle wires being stretched. The bending tube was dented; due to physical stress. The adhesive around the light guide lens and the objective lens were both cloudy, the adhesive on the bending section cover was chipped; due to deterioration/damage caused by chemical/physical stress. The connecting tube was discolored; due to handling. The adhesive on the bending section cover was cloudy, the connecting tube was scratched; due to handling. The connecting tube was wrinkled; due to the resin being cracked, because of chemical stress. The universal cord was wrinkled; due to the resin being detached and scratched. Due to physical stress; the distal end cover was dented. Due to handling; the scope connector was dented. Due to physical stress; the universal cord's scope connector cover was scratched. Due to handling; switch button two was scratched. Due to physical stress; switch button four was worn. Due to physical stress; the image guide protector was scratched. Due to physical stress; the scope connector was shaved. Due to physical stress; and the scope connector had damage causing noise in the picture. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported, the evis lucera elite gastrointestinal videoscope had a flow problem at the air/water nozzle. The device was returned to olympus medical for service. During testing, the reported issue was confirmed, the issue was caused by foreign material in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Additional information provided on the foreign material questionnaire stated, the device was cleaned, disinfected and sterilized before being sent for service. It was not known when the foreign material was adhered to the device. And there was no possibility that the device was used for a procedure with foreign material attached.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.